Manufacturer narrative:
Date rec'd by MFR: 28may2019. The touch screen assembly was returned to the manufacturer's failure investigation lab for evaluation. The touch screen assembly was installed into the fi test ventilator to test its functional integrity. The returned touch screen assembly passed all testing, and no errors were generated. There was no fault found on this returned touch screen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18mar2019. Reporter: no phone number provided. Manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue. Fse replaced the touchscreen to resolve the reported issue. Unit was tested and passed. Unit ready for use.

Event description:
Customer contacted technical support (ts) stating that unit has touchscreen failure. It is unknown if the unit was in use at the time of the reported issue. No patient injury or harm was reported. Event date not specified; estimate used.